Manufacturer narrative:
Reliability analysis inspected 1 random opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications. Unable to confirm adhesive anomaly due to sensor returned opened/used. Also found sensor cannula is broken. Broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.

Event description:
The customer reported via phone call that they experienced change sensor alarm. The customer's blood glucose value was unknown. The customer stated that the tape was loose and the glucose was not reading and told them to change the sensor. The customer declined to troubleshoot for change sensor alarm. The product was returned for analysis.